Event description:
New information received indicated that the device was explanted and replaced due to eri, unrelated to the previously complaint. No extended charge time was seen since previously reported. Prior to the procedure, charge time was checked and was normal. There were no complications. Patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received an alert for capacitor charge time limit reached. A capacitor maintenance was performed, and the charge time was normal. Based on one out of range measurement it was suggested considering replacement, as the device could exhibit the behavior again. No hv charges were reported prior to the time out. No further information available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.